Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Product is working as designed. Most likely underlying root cause: mlc-18- user has high glucose value. Manufacturer contacted customer on (B)(6) 2017 in a follow-up call in order to ensure the customer's condition since the initial call; (B)(6) (wife) calling states that he is not doing well, he is in ICU. His illness is not related to his diabetes. They think it's a problem with his lung, he is having problems breathing. He is in the hospital since (B)(6) 2017 and he is having blockage in his ileum that is pressing against his lungs, so he can't breathe. His wife states that his results were in the 440s mg/dl when he arrived at the hospital. (B)(6) states that she gave him his insulin shot before he went to the hospital. Customer blood result at the hospital yesterday was at 122 mg/dl. Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for hi blood glucose results accompanied by symptoms. (B)(6), wife, is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of dry mouth and increased thirst, increased urination, lethargic and weakness. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is 06/21/2019 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history: wife called in stating that husbands meter read hi. Wife will take husband to the hospital because of symptoms.

Manufacturer narrative:
Internal report # (B)(4). Product replaced. Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Note: manufacturer contacted customer on (B)(6) 2017 in a follow-up call in order to ensure the customer's condition since the initial call; (B)(6) (wife) calling states that he is not doing well, he is in ICU. His illness is not related to his diabetes. They think it's a problem with his lung, he is having problems breathing. He is in the hospital since (B)(6) 2017 and he is having blockage in his ileum that is pressing against his lungs, so he can't breathe. His wife states that his results were in the 440s mg/dl when he arrived at the hospital. Doris states that she gave him his insulin shot before he went to the hospital. Customer blood result at the hospital yesterday was at 122mg/dl. Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for hi blood glucose results accompanied by symptoms . Doris, wife, is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of dry mouth and increased thirst, increased urination, lethargic and weakness. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is 06/21/2019 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history: wife called in stating that husbands meter read hi. Wife will take husband to the hospital because of symptoms.